Event description:
It was reported that the patient underwent prophylactic generator replacement surgery due to ifi = yes. The patient's family expressed concern that the generator was already needing replacement since it had just been implanted last year. It was reported that the neurologist's clinic notes noted that the "ifi was activated". The generator was interrogated after explant which showed near end of service. The battery life was calculated using the last settings which determined that the generator should have lasted approximately 4 years minimum. It was reported that there have been no known surgery since the generator was implanted. The generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.